Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the anterior tibial artery. A 7x70 non bsc sheath was used. Then the 2.75mm x 30mm emerge balloon catheter was advanced to the lesion however the shaft of the catheter broke prior to coming out of the sheath. The device was completely removed and no part of the shaft was left inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The device was returned in two (2) pieces. The catheter was inspected tactilely and under magnification. There was blood and contrast in the inflation lumen and the balloon was tightly wrapped. There were multiple hypotube kinks. The hypotube was broken 100cm from the strain relief; the fracture faces were oval shaped, as if kinked prior to separation. The balloon was damaged 7mm and 15mm from the distal tip. There was no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the emerge over-the-wire and emerge monorail ptca dilation catheters are indicated for the balloon catheter dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion. Emerge over-the-wire and emerge monorail ptca dilatation catheters are also indicated for the post-delivery expansion of balloon expandable stents (bare metal and drug-eluting)". (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the anterior tibial artery. A 7x70 non bsc sheath was used. Then the 2.75mm x 30mm emerge balloon catheter was advanced to the lesion however the shaft of the catheter broke prior to coming out of the sheath. The device was completely removed and no part of the shaft was left inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient&#38112;status is good.